Manufacturer narrative:
Initial reporter's phone: (B)(6). (B)(4). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that one day post-op, the patient complained about the lack of visibility due to unexpected post-op refraction. A lens exchange was carried out. After the lens exchange, the patient had a visual acuity of 1.0. The incision was enlarged to 3 mm when removing the iol. A vitrectomy was not required. Sutures were used. No additional information was provided to johnson and johnson surgical vision, inc.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 6/15/2018. Device returned to manufacturer? Yes. Device evaluation: the product was received in a zip lock bag. Visual inspection with the unaided eye showed that the product was cut in pieces, most probably to make the explant possible. Considering the condition of the lens, additional analysis was not possible. The customer's reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. The search revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.